Event description:
It was reported that a patient underwent a laparoscopic ipom epigastric hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient was discharged home on (B)(6) 2013 with no issues. The patient reported problems in (B)(6) 2013. The physician confirmed recurrence clinically and by CT scan and the patient underwent a recurrent hernia repair procedure on (B)(6) 2014. The patient underwent an open procedure type ramirex on (B)(6) 2014. Currently the patient is doing fine and is due for a visit in some weeks from now.

Manufacturer narrative:
(B)(4) - hernia recurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.